Manufacturer narrative:
A general product issue can be excluded. The negative autoantibody results match with the results generated with abbott architect. The respective methods are in the same range in relation to the reference values and therewith have the same clinical interpretation. A reagent issue or interfering factors affecting elecsys assays can be excluded.

Manufacturer narrative:
UDI number = (B)(4). This event occurred in (B)(6).

Event description:
The initial reporter stated they received questionable results for one patient sample tested with roche diagnostics cobas elecsys anti-tpo on a cobas 8000 e 801 module. The results obtained with the roche method and a competitor method did not agree with the clinical picture of the patient. It is not known if any incorrect results were reported outside of the laboratory. The sample was tested for other parameters on the customer's analyzer and then sent for investigation. During investigations, the sample was tested on an e 801 analyzer, resulting in an anti-tpo value of < 9.00 iu/ml (reference range = < 30 iu/ml). The sample was also tested on an abbott architect analyzer, resulting in an anti-tpo value of < 0.50 iu/ml (reference range = < 5.61 iu/ml). The serial number of the e 801 analyzer is (B)(4).